Event description:
It was reported by the customer that a pyxis medstation es system was a critical override and did not allow to perform refill transactions and a fatal error had occurred. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the corrupted database error and application errors occurred. A technical support specialist inspected the station, changed configuration settings, repaired the applications, and synced the station. Technical support specialist coordinated with a field service engineer to replace all in one. The system functioned as intended after the technical support specialist troubleshot the device.